Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that indicated the door was difficult to close and a gap was noted. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the device ac power cord ground prong was bent.